Event description:
As reported to medtronic, the crew responded to a cardiac arrest call, defibrillation electrodes were attached to the patient. The device did not respond when an attempt was made to deliver a shock to the patient. No back up device was available. The patient was not resuscitated. The reporter stated the patient's outcome was snot a result of device operation. The reporter's opinion was based on an assessment of the patient's viability.

Manufacturer narrative:
Medtronic continues to investigate the reported malfunction.